Event description:
Per the audiologist, the pt reported changes in the sound quality with his cochlear implant system. Results of an integrity test done in 2007 confirmed normal receiver/stimulator function with multiple open circuit electrodes. Recommendations to change the pt's sound processor program and deactivate the open circuit electrodes did not alleviate the problem. The pt's device was explanted approx two and a half months later. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Labeling this type of event is addressed in the device labeling.